Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had 2 red heart alarms with pump stop. The log confirmed 2 pump stops/red heart alarm events while connected to the patient cable. The patient was asleep when the alarms occurred. The patient has rescue tape applied near the percutaneous lead connector and the area is suspected as a potential short to shield issue. A percutaneous lead repair was completed on (B)(6) 2014.

Manufacturer narrative:
A portion of the percutaneous lead was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.